Event description:
It was reported to philips that the xper module and ipc failed to power off, and the np206 port was replaced with np201 on an allura xper fd20/10 & fd20/20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the np206 port with np201 and restored the system to normal. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).